Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used filled easypump ii lt 270-54-s without packaging. Weight of the sample in received condition: 315.8 g. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. As-received condition the white clamp is closed and the patient connector was open, the original wing cap was not handed over from the customer. We detected at the lla-cone and inside the filter residues of the medication. Functional inspection: in addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. After opening the white clamp and starting the pump and waiting for 60 minutes the pump was not working (solution was not running). After these 60 minutes leakages were not detected at the sample. Summary and assessment: we detected after 60 minutes the received pump is blocked. Because the sample is blocked, an excess flow (as described by the customer) could not be determined at the received sample. We have informed our manufacture accordingly and received the statement as follows: device history record (DHR): reviewed the DHR for batch 20f19ge271, there is no abnormality and no such defect detected at in process and at final control inspection. In process and final control flow rate reports were taken into analysis. For in process flow rate (before eto) report, the average flow rate deviation from the nominal flow rate was between (B)(4). For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between (B)(4). Root cause analysis: since the received sample was blocked, further investigation on the fast flow rate was unable to be performed. According to engineering study, glue will be completely dried after 30 minutes. Hence, as the tube connection of the complaint sample is observed to be completely blocked by glue, fast flow rate as per customer complaint is not possible to occur. In addition, according to customer complaint description, it stated "the pump was empty the night before". However, the pump received in bbm was almost fully filled. This indicates that the pump had been blocked before the usage of the pump. The sample received was contradicted with the statement "the pump was empty the night before" stated by customer. However, for fast flow rate issue, flow rate accuracy of the pump can vary at ± 15% deviation from nominal flow rate according to IFU. So it is possible for the 5ml/hr pump to deliver the solution at flow rate of 4.25ml/hr to 5.75ml/hr. It means that it is possible for the pump filled with 238ml (fill volume by customer was retrieved from cc notification) to be emptied between 41 to 56hours. In addition, there are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9ml/hr. Factor 2 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3 folded blow mold folded blow mold will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: since the received sample was blocked, further investigation on the fast flow rate was unable to perform. Therefore, this complaint is considered as not confirmed. Cause: cause could not be determined. The received sample was blocked, further investigation on the fast flow rate was not possible.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used filled easypump ii lt 270-54-s without packaging. Weight of the sample in received condition: (B)(4) g. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. As-received condition the white clamp is closed and the patient connector was open, the original wing cap was not handed over from the customer. We detected residues of the medication at the lla-cone and inside the filter. Functional inspection: in addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected at the sample. Summary and assessment: we detected after 60 minutes the received pump is blocked. Because the sample is blocked, a too fast flow (as described by the customer) could not be determined at the received sample. Based on the current available investigation results an assessment is not possible. Therefore a statement from the manufacturing site is required. Device history record (DHR): reviewed the DHR, there is no abnormality and no such defect detected at in process and at final control inspection. Complaint and sample to be forwarded to production for further investigation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): overinfusion when did the error occur: during therapy reason for the complaint: pumps were followed with 5-fu, 238 ml for an absence of 46 hours. Both pumps were empty the night before.